Event description:
Patient reported obtaining a blood glucose result of 365 mg/dl, while using the suspect device. Approximately 2 minutes later, patient's blood glucose was reportedly retested on a fire department glucose monitor with a result of 92 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and placement product was shipped.